Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to a fractured l3 lead. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The reported event of fractured lead was confirmed. As received, the lead was cut but complete. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead revealed all wires were broken at 16.5cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.